Event description:
It was reported fails occlusion low at 7.99 psi (pounds per square inch), lens damage. There was no report of patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a scratched lens and cracked rear case on corner. Functional testing found the problem was not duplicated in that the device "fails occlusion low at 7.99psi" issue during investigation. However, found downstream occlusion sensor is not activated when test to the pressure switch station. Replaced downstream sensor and lens. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).